Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the cadd cleo infusion set was found to be leaking at the infusion site. Subsequently, the patient with diabetes (pwd) experienced an elevated blood glucose level of 510 mg/dl and medical treatment was provided for the severe hyperglycemia.